Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker was in the hospital for a cardioversion. After the procedure, the right ventricular (rv) threshold measurements increased, and there was loss of capture with asystole of greater than three seconds. The device was later rechecked in the office and the threshold measurements had decreased and stabilized. All other lead measurements were noted to be within normal limits. It was suspected that the shock provided during the cardioversion was the cause of the event. No adverse patient effects were reported. The device remains in service.